Event description:
Additional information received: the event occurred on 8-jun-2023 during annual preventive maintenance. No patient harm/injury.

Manufacturer narrative:
Device evaluation: one device received. Visual inspection showed a cracked tank cover and outdated pcb and power switch. Functional testing was performed and it was found that the device has intermittent power when the power switch is turned on confirming the customer complaint. The root cause was found to be that the connection between the pcb and power switch is damaged. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2009 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer would not power on. Patient involvement unknown.